Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during insertion, the guide wire got stuck in the introducer needle. The insertion site was the patient's ij. As a result, another kit was used successfully.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported the guide wire stuck in the introducer/dilator during insertion was not confirmed. One guide wire inserted through a straightening tube/ars/needle assembly was returned. The dilator was not returned. The j-tip of the guide wire was protruding from the tip of the needle and the body was kinked near the needle bevel. A 25 cm section of the proximal end of the guide wire was protruding from the guide wire straightening tube and was also kinked near the straightening tube. The guide wire was stuck inside the assembly and could not be removed without breaking the guide wire. The guide wire drawing specifies a length of 454 +/- 4 mm and a diameter of .838/.877 mm. The length of the returned guide wire was found to be consistent with the drawing. The diameter of the guide wire was measured at .613 mm which does not match the drawing. The introducer needle drawing specifies a clear hub and needle cannula length of 2.643 / 2.713 inches. The returned needle had a blue hub and needle cannula length of 1.375 inches. The needle does not match the one specified for this kit. A device history record review was performed on the reported product and lot number other remarks: and did not reveal any manufacturing related issues. Complaint verification could not be performed since the components returned are not from the reported kit. No additional information was reported. Therefore, the probable cause of this issue could not be determined. No further action will be taken.